Event description:
The medtronic gemini ablation clamp was connected to the machine and water source per operational instructions ensuring that all connections were secure. Physician did the first 6 ablations and each time it completed its ablation cycle. The maps pen was then connected to assess the success of the ablation and the ability to pace in the ablated sites. A couple of sites were still able to pace, so further ablation was required. The ablation at these sites were attempted and took several times to complete with a "warning...high impedance" which typically means there is not good flow of the saline to the gemini clamp. The pressure bag on the normal saline (ns) was inflated to the green and tubing connections were assessed and it was noted that at the ns connection (though they were appropriately and tightly fastened) there was a drip right below the gemini clamp irrigation connection to the IV tubing (it was not in the IV tubing). The drip from the defect was happening about 1 to every 4 drips from the ns that was attached to the pressure bag and 300mm/pressure. Circulator nurse suggested using another clamp and it was at this point the surgeon decided not to continue further ablation. Circulator discussed issue with sales representative after it was determined to discontinue the ablations and communicated with physician the possible concern and device was returned for evaluation.======================manufacturer response for ablation, cardiac, device, cardioblate gemini (per site reporter).======================manufacturer coordinated with local sales representative for pickup of failed device.